Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level during the incident was unknown. Troubleshooting was performed. They programmed a normal bolus in the air and the bolus amount was recorded in the daily history. The customer was advised that the device will need to be replaced. The device will return for analysis.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error or active insulin cleared on its own noted during testing. Unit functioning properly. Unit received with minor scratched lcd window and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.